Manufacturer narrative:
As the reported device was not returned, angiodynamics was unable to perform a device evaluation.the customer's reported complaint description of guidewire unraveled is not confirmed. No sample was returned for evaluation. Without receiving a guidewire for evaluation, root cause for this event cannot be determined. The guidewire is purchased component and a scar was sent to the supplier, lake region medical for a DHR review. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the end user with this catalog number, states: "using standard seldinger technique gain access to the desired vein with the needle and corresponding guidewire. If applicable, use the micro-access introducer to exchange for a larger diameter wire. Advance the 4fr trè-sheath introducer, over the wire, to the treatment location. If treating the great saphenous vein, position sheath tip so that it is 1-2cm below the sapheno-femoral junction. Verify sheath positioning using ultrasound guidance. Remove the dilator and guidewire.". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference pr(B)(6).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
An angiodynamics territory manager reported an issue with a .035 guidewire. During a procedure, the guidewire started to unravel inside of the patient. The procedure was completed with another same device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The lot number of the reported nevertouch laser fiber has been provided and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).